Event description:
It was reported by the sales rep the user had difficulty while deploying the first device. A second device was used with the same issue noted. The user placed a third device with more force to deploy and turned 180 degrees to discover the tip of the marker was sheared off inside the biopsy site. The probe and marker were reported as being removed as one unit. The images displayed the tip along with the marker. The account is awaiting pathology results before determining next steps with the tip.

Manufacturer narrative:
(B)(4). A biocompatibility letter was sent, as requested. Investigation summary: the device was not returned for inspection and eval at this time; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio to include tip shear. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.